Event description:
It was reported that a patient underwent an atrial fibrillation procedure with a thermocool® smart touch® sf uni-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a hole on the pebax with internal parts exposed. Initially, it was reported that a 106-alert code occurred after the catheter was plugged into the carto and before first ablation (out-of-box failure). A second device was used to complete the operation. There was no adverse event reported on patient. The catheter was not used on patient. The force sensor and out-of-box failure issues were assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device and per the evaluation completion, a hole on the pebax with internal parts exposed was observed. This was assessed as MDR reportable. The awareness date for this reportable lab finding was 20-may-2024.

Manufacturer narrative:
The device was returned for evaluation. The returned device's visual inspection and screening test were performed following biosense webster (bwi) procedures. Visual analysis of the returned device revealed that the tip was slightly bent. A tilt test was performed, and it was found within specifications. This could be related to the shipping and or handling after procedure; however, this cannot be conclusively determined. No other damage was observed. Also, a hole on the pebax with internal parts exposed was observed. The device was connected to the carto 3 system and it was recognized and visualized; however, error 106 was displayed on the screen due to an open circuit in the tip area. A manufacturing record evaluation was performed for the finished device 31184984l number, and no internal actions related to the reported complaint condition were identified. The force issue reported by the customer was confirmed. The potential cause of the open circuit cannot be determined. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. Explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the hole on the pebax with internal parts exposed. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the force sensor error. Investigation findings: mechanical problem identified (c07) / investigation conclusions: cause not established (d15) / component code: tip (g04129) were selected as related to the bent tip. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).